Event description:
Patient reported that the pump entered suspend mode without user intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation of the device has not been completed. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release.